Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. (B)(4). Inflation was performed two times; however, during the second inflation at 24 atmospheres, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient condition was good post procedure.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by MFR.: a mustang device visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly tortuous arteriovenous fistula vein side. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. Inflation was performed two times; however, during the second inflation at 24 atmospheres, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient condition was good post procedure.